Manufacturer narrative:
Product has been received by greatbatch and investigation is in process. Once investigation is completed, a follow up medwatch 3500a will be submitted.

Event description:
Per email received 04-feb-2014 customer reports; during an unknown patient procedure, the surgeon stated the reamers are dull. No patient injury was reported. Customer does note that there was a surgical delay of 10-15 minutes. No further information was provided.